Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the host pc was not powering up. The rse along with customer checked the host pc power supply and suspected that the host pc internal power supply was failed. The field service engineer (fse) visited system onsite and upon troubleshooting, confirmed that the host pc internal power supply was defective. The supplier¿s part analysis conclusively determined the cause of the host pc failure was due to defective power supply. To resolve the issue, the customer replaced the host pc and fse reloaded the software from scratch, restored the configurations, installed new license, reinstalled the database and performed adjustment calibration to the generator without issue, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.